Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported conflicting sofia sars results for 1 patient of unknown symptomatic status. The patient received a positive sofia sars result, but a repeat test performed on a separate sofia analyzer yielded a negative sars result. No other confirmatory testing completed.